Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The treatment, patient hospitalization and patient outcome were not reported. Pd therapy was withdrawn during the treatment. The reporter declined to provide additional information.

Manufacturer narrative:
The event occurred on an unreported date in may 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.